Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. Review of the provided image is consistent with complaint. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the protective sheet/gasket fell off the harmonic ace instrument. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was found to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. The missing material was not returned with the instrument. The event was caused partially or wholly by the user of the device including sample handling. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. The probable root cause of the missing piece is attributed to the damage during use.

Event description:
Refer to h11 for follow-up information.